Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen at an unknown dose and concentration via an implantable pump. It was reported that upon interrogation of pump during a routine refill, it was noted that spontaneous motor stalls had occurred over (B)(6). (No further specific date provided). The last motor stall was on (B)(6) 2021. The motor stalls lasted 1 to 3 hours at most and went unnoticed by the patient or care and nursing staff in her care home. The patient had no signs of underdose or loss of therapy. The patient remained very well. There were no environmental, external, or patient factors that might have led or contributed to the event. The patient had not been near any MRI or electromagnetic field (emi). No actions/interventions were taken; the patient was being monitored. The manufacturer representative made sure that the care home and nursing staff knew how to recognize baclofen withdrawal; emergency management was documented in the manufacturer representative¿s letter to the general practitioner and care home. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. It was noted that the pump was implanted ¿relatively recently¿ ((B)(6) 2021).